Event description:
A customer called stating the meter is reading wrong. The customer stated that the glucometer elite system has always been very accurate until a few days ago when the customer was provided excel off brand reagent strips. The customer stated that they did a blood glucose measurement and received a result of 300 mg/dl and then a few minutes latter from a second finger stick and got a result 34 mg/dl. A request was made to perform electronic checks on the system. However, the customer did not have a check sensor with the customer. This is being provided and follow-up with the customer will be made.